Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: defibrillator, implanted: (B)(6) 2012; product ID 419388, implantable pacing lead, implanted: (B)(6) 2006; product ID 5076-45, implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high superior vena cava (svc) impedance and short interval counts (sic). The lead also exhibited rising threshold, high impedance and an unsteady incline in impedance. A possible fracture was noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.